Event description:
I have developed a serious eye infection with an abundant amount of eye discharge, redness, light sensitivity and headache. I have been using complete moisture plus contact solution for several years. Used five months.